Event description:
It was reported that while using the zimmer ats 2000, the main cuff overpressure alarm went off and the unit wouldn't release pressure back to set point pressure. Add'l clinical f/u with the hosp indicated that the biomed from the hosp was able to replicate the same issue during testing as what precipitated the previous repair request. The biomed stated the unit did not return to set pressure within a short time, as expected.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.